Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the physician did not feel like the patient's issues were at all related to the pump. The issue would last for 24 hours at a time and then seemed to resolve on its own. The patient had not been seen since the date of the last report. No further information was provided.

Event description:
It was reported that the patient had urinary retention. The manufacture representative wanted to know if it was a possible side effect from the intrathecal baclofen therapy. The patient received an email from the healthcare provider (hcp) reporting the urinary retention on a patient. The cause was undetermined. The patient was being referred out to a urologist. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).